Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces during our visual inspection. No unexpected frozen display noted during our testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was frozen and buttons were not responding. Customer's blood glucose was 27.9 mmol/l. Insulin pump received a low reservoir alarm which disappeared without button press and then reappeared. Insulin pump was not damaged or fell. Insulin pump would be replaced.